Manufacturer narrative:
Additional information concerning this event will be requested from the field.

Event description:
Boston scientific received information that this right ventricular (rv) lead had perforated the patient and exhibited high pacing threshold measurements. Surgical intervention was performed and the rv lead was repositioned and remains implanted and in service. No additional adverse patient effects were reported.